Event description:
It was reported the subject device had" faulty cable and no vision". There was no patient impact, no harm reported. The intended procedure completed with a similar device.

Manufacturer narrative:
The subject device is expected to be returned; however, it has not yet been received for evaluation, the investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The supplemental report is being submitted to provide updated fields and final investigation results and corrected fields. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. The device was returned for evaluation. And the customer's allegation was confirmed, due to a kinked cable unit. A definitive root cause could not be identified. Based on the results of the investigation, it is likely ,the following led to the malfunction: cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor the performance of this device.

Event description:
It was reported, the subject device had" faulty cable and no vision". There was no patient impact. No harm reported. The intended procedure completed with a similar device.